Event description:
A territory sales manager received a call from a clinical educator stating an fms signal device may have caused a pressure ulcer, but stated she thought it was user error.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The territory sales manager also reported that the clinical educator stated she had no further details, stated that it happened a while ago and would not be able to find out additional information. A wound ostomy continence nurse from the same facility also left a voice mail message with the territory sales manager on (B)(4) 2014, no additional information was reported. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing. The actual date of event is unknown.